Event description:
Previous: one implant removed, and two implants adjust for possible nerve impingement. Pain was reduced. (MDR 3007700286-2016-00090). Update: in (B)(6)2021, a different surgeon removed the remaining two si joint implants due to pain and inflammation at the implant site. There was no infection. The implants were not malpositioned. Both implants were solidly fixed in bone and required chisels to remove them. No bone graft was added to the explant voids. No new hardware was installed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Previous: one implant removed, and two implants adjust for possible nerve impingement. Pain was reduced (MDR 3007700286-2016-00090). Update: in (B)(6) 2021, a different surgeon removed the remaining two si joint implants due to pain and inflammation at the site. There was no infection. The implants were not malpositioned. Both implants were solidly fixed in bone and required chisels to remove them. No bone graft was added to the explant voids. No new hardware was installed. The status of the patient following the revision procedure is not known. Based on the information provided, review of the IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is inflammation around the implants. Part number, lot number, manufacturing date, expiration date and gtin: 1st (superior): ifuse implant, p/n 7060-90, lot# i0a33, mfd. 07/09/14, expires 2019-07, UDI (B)(4). 2nd (second): ifuse implant, p/n 7050-90, lot# 493377, mfd. 08/04/15, expires 2020-08, UDI (B)(4).

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants impinging on the neuroforamen. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# i0a33, mfd. 07/09/2014, expires (B)(6) 2019, (B)(4); 2nd (second): ifuse implant, p/n 7050-90, lot# 493377, mfd. 08/04/2015, expires (B)(6) 2020, (B)(4); 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493584, mfd. 10/26/2015, expires (B)(6) 2020, (B)(4).

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient reported left leg pain sometime after the surgery. Although CT scans showed that none of the implants had breached the neuroforamen, the surgeon determined that the implants may have been impinging on the neuroforamen causing nerve pain. In (B)(6) 2016, the surgeon performed a revision surgery where the most caudal implant was removed and the remaining two implants were backed out a few millimeters each, but were not removed, in order to alleviate any impingement. The patient is doing well following the revision surgery and is feeling less pain.